Event description:
Reporter states that his meter hasn't been reading right. He received a letter dating 28 june 2006, just today, regarding an urgent product recall of the test strips. And he wanted to file his report lettter.